Manufacturer narrative:
Follow-up # 1 date of submission 07/25/2016 device evaluation: the pump has been returned and evaluated by product analysis on 07/07/2016 with the following findings: during investigation, the keypad was found to be lifted. During testing, all of the keypad buttons responded appropriately. The keypad cover was removed and no damage to the button contacts or keypad flex cable was observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Event description:
On (B)(6) 2015 the reporter contacted animas, alleging a button/keypad issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.